Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the proximal segment of the lead was returned, analyzed, and analysis results revealed no anomalies found.

Event description:
It was reported that the patient expired less than one year after implant. The patient was 11 months post heart transplant. No known complaints or malfunctions with the device system. The cause of death has been requested and not yet made available.